Event description:
Doctor was cannulating the left l5 pedicle on a degen-scoli with sclerotic bone. He had drilled the pedicle and was hammering and twisting the gearshift probe. When he pulled it free, about 1cm of the tip remained in the vertebral body. He was not able to retrieve it. He was able to place a screw at this location and there was no adverse outcome as a result of this situation. As an unintended portion of the device was left in vivo, an MDR is filed to document this event.

Manufacturer narrative:
Probe was returned with a portion of the distal tip broken off and missing. The tip is twisted from applied force. (B)(4). Based on the condition of the device and the manner in which it was being used (twisting and hammering), the damage was the result of atypical force placed on the device by the user. Pt had very hard bone.